Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the issue; however, the fse replaced the personality module vision acquisition (pmva). The system was fully tested and verified to be operational. Isi did receive the pmva to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Visual inspection, no issue was found that related to the reported issue. The pmva was installed onto the golden system for testing video and audio. All video tested passed successfully, and the touchscreen displayed was clear and consistent image. The golden system was set to run 10 power cycles and sitting idle for 45 minutes. Once testing was completed, the system error logs was inspected, but no error could be identified. While the definitive root cause could not be established, a possible cause is attributed to an electronic defect within the pmva.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) after the case and reported that they had a non-recoverable 40067 fault. The system logs indicated a fault on the personality module vision acquisition (pmva). The tse asked the customer if there were any new digital video interface (dvi) connections at the back of the vision side cart (vsc) and the customer stated that the only thing different was a usb plugged into the video processor (vp). It is unknown how the procedure was completed. There was no reported injury.